Event description:
Right midline catheter inserted. Two days later nurse noted catheter site dressing saturated with IV fluids. IV nurse checked area and noted catheter was broken from the sheath at the hub. Nurse unable to find sheath on linen or dressing. Chest x-ray revealed no evidence for an opaque catheter fragment. Humerus x-ray with no residual catheter fragment identified in the right shoulder region. The next day CT scan of chest with no evidence for a returned PICC line fragment. Pt stable, plan discharge with observation only.